Manufacturer narrative:
Product ID 8703w lot# l36996, implanted: 1995 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that since the patient¿s pump was implanted the pump seemed to have ¿dropped¿ and was really low. The patient had experienced a lot of pain. Reportedly, the health care provider had performed corrective surgery this summer and this resolved the issue. This device system had delivered morphine. Additional information has been requested, but was not available as of the date of this report.